Event description:
The device was involved in two separate incidents involving the same patient. No patient injury report (no other details available about patient). The disposables have been discarded. In 2008 at 12:45, the piggyback setting went into free flow. The piggy back was set at 200 ml/hr with a 250cc bag of 500mg ees in saline. Fifteen minutes after the infusion began, the bag was empty. The machine still indicated 197 mls remained. The same day between 3:00am and 3:30am, they were infusion 1 gram of ampicillin with 100 ml bag of saline in piggyback. A nurse stayed in the room and witnessed the 2nd malfunction and stated that "it flowed in."

Manufacturer narrative:
The device has not yet been released by risk management department to be returned to MFR for evaluation. Device evaluation results will be submitted when returned and evaluation is complete.